Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient reported experiencing two low blood glucose (bg) events while using the ilet insulin pump on the second day of use. The first occurred after lunch (50 mg/dl) and the second around 12¿1 am (75 mg/dl). In both cases, the patient used glucose tablets to correct bg and did not require third-party assistance or glucagon. The agent discussed the ilet adaptation period and proper meal announcement practices, confirming that the patient is not announcing meals to correct high bg. The patient reported following a very low-carbohydrate diet and expressed uncertainty about announcing meals based on carb intake. The agent recommended the patient sync the ilet with the phone application and informed them that the local clinical diabetes specialist (cds) would be contacted for further assistance. The patient also reported taking creatine, which may affect body weight, and was advised to consult with their trainer regarding potential setting adjustments. No medical intervention required. Bg levels corrected with glucose tablets.